Manufacturer narrative:
Phone no.: (B)(6). The device is not returning for evaluation by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that during the loading of the lens in the preloaded system, the haptics have broken. No contact with the patient's eye and no patient involvement. Material is not available for investigation. No further details have been provided.

Manufacturer narrative:
Section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 11 aug 2021 section h3 - device evaluated by manufacturer? Yes device evaluation: a visual evaluation was performed on the returned material. The lens was returned outside of the preloaded pcb00 system, which was in advanced position, and no haptic damage was observed. Therefore the complaint issue could not be confirmed. The condition in which the sample was returned is consistent with a product that was handled and prepared for a surgical process and a production deficiency could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted